Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and contrast keypad buttons had a delayed response and required hard or multiple button presses to elicit a response. The reporter denied any damage to the pump or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry handkerchief. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow button was found to be intermittently responding to button presses. The keypad was removed and contamination was found under all of the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.